Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast prosthesis implantation procedure with two unspecified mentor gel implants, experienced lost of their health, being bed bound, chronic pain and whole body being poisoned by the implants. The patient also reported to have lab results that showed implants leaked without being ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date, however, the patient indicated that they have lab results of the implants leaking. Due to this, mentor will conservatively report that the patient had undergone implant explantation on an unknown date. This medwatch form is for the left breast prosthesis.